Event description:
Report received of blood backing up the line during the use of a transpac IV transducer monitoring kit. The clinician states that the transducer had primed without difficulty. The set was connected to the pt and blood was observed backing up the line. The clinician re-tightened the connections, although felt they were tight. Approximately five minutes later the line was found to have blood backed up and approximately 10 cc's of blood had come out of the pigtail port. The transducer was replaced. The arterial site remained patent. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.